Event description:
It was reported by the purchasing agent that one packet of suture in the box was opened. This was found prior to use and the product was not used on a patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The box was ripped and the manufacturer's glue joint was unglued. Determination cannot be made as to when or how the dust wrap was removed, or when the box and foil package were opened.